Manufacturer narrative:
A review of the device history record for (B)(6) was performed from date of manufacture 01/17/2015 to present date 10/02/2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device plunger was stuck. There was no reported patient involvement.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device plunger was stuck. There was no reported patient involvement.